Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the surgeon was able to press the green button and squeezed the handle, however when the load began to fire, audible beeps were heard and the load stopped. Safety was still flashing green (fire ready) and the liquid-crystal display (lcd) screen showed the gear screen with arrow pointing to 3. Surgeon was advised to pause and try to advance knife again but knife did not advance. The stapler did not fire far enough to reach the tissue and it resulted to incomplete staple line. Another reload was used to complete the case.